Event description:
Information was received from a patient regarding an external device to an implantable pump infusing bupivacaine and fentanyl for non-malignant pain. It was reported that the patient stated that they were having the issue of when requesting a bolus, it was taking a long time and confirmed handset lags at 90%. The agent reviewed data and assisted the patient in deleting data. The patient was able to connect to the pump with no lag at 90%. The patient would call back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.